Event description:
The distributor reported that their customer had a gait belt that was slipping from the pt when they transfer him. There were no cuts or tears reported by the distributor. The distributor did not provide a specific lot/mfg date of the product involved or provide any info on the laundering methods used on this product. The distributor did not know the date when this occurred but did state that there was no pt incident or injury reported.

Manufacturer narrative:
The distributor is not intending to return the product. Note: instructions for use on applying the belt state: release the quick-release buckle by pushing inward on the quick release buttons. Fit the belt to the pt's waist size. Once adjusted, wrap the belt around the pt and snap the buckle shut. Make sure you can slide your open hand (flat) between the belt and the pt. Turn the buckle around to the pt's back (tuck excess strap under belt. Warning statement: the quick-release buckle should be positioned so that the pt can not release the buckle during transfer. Release of the buckle during transfer may result in injury. Always verify the buckle is not broken or cracked and holds securely before transferring the pt. (B)(4).